Event description:
It is reported that the cup was implanted and then the surgeon tried to insert the liner and it would not seat. A second liner was opened and the same thing happened. Then it was realized that the ring on the cup was not working properly.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.